Event description:
The user facility reported a 15-year-old male with cardiomyopathy and bridging to/awaiting transplant was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced sudden changes in purge flow/pressure. Explained it was most likely due to kinking during patient movement. There was no harm to the patient reported as a result of this incident. Support remained on for over 19 days til explanted and a heartmate 3 placed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.